Manufacturer narrative:
The carry bar was returned to the manufacturer,tollos with complaint related info. The prism c450 manual traverse lift did not fail to meet specifications. Root cause:user error by not releasing the plunger to lock the tollos carry bar after rotating it. Increased load on the middle bolt caused it to fracture. No root cause for lift, it functioned as intended. Corrective action:retrain staff on proper use of the carry bar. No corrective actions for lift, it functioned as intended.

Event description:
On (B)(6) 2016 an incident occurred involving a a prism c450 manual traverse lift with a tollos carry bar (nonprism product) attached. During the transfer of a resident the shackle on the tollos carry bar separated, causing the carry bar holding the resident to detach from the lift. Unspecified injuries were sustained.